Event description:
Customer reported no sounds from the device over the last few months. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.